Event description:
The customer reported that the feeding tube had a tear in it, 15cm from the distal end (so still in the stomach). There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding tube had a tear in it, 15cm from the distal end (so still in the stomach). There was no patient harm reported. Additional information was received from the customer and stated that the tube was clogged by the drugs due to bad irrigation probably and the tube ballooned to 15 cm which allowed the use of the tube to continue. The tube was installed 2 weeks max in the patient. The tear was discovered during the removal of the feeding tube and the x-ray confirmed there was no residual of the tube inside of the patient. The patient did not suffer any sequelae due to the presence of a fissure/weakness of the tube at the level of 15 cm; however, the crack was not caused by non-optimal irrigation by all the staff. The patient is stable without a feeding tube.

Manufacturer narrative:
Section b5 (describe event or problem) has been updated to include additional information. Section h6 evaluation codes (health impact code) has been updated.

Manufacturer narrative:
The device was received for evaluation and during evaluation, the reported issue of occlusion was observed; however, occlusion was caused by the accumulation of dry residue in the tube and the reported issue of tear was observed. The device history record (DHR) for lot 2500600864 was reviewed and the parameters documented, and quality tests performed show that the lot was manufactured according to standards and there were no discrepancies noted that could be associated with the event reported. Based on the information provided, a definitive root cause could not be determined. A possible root cause is that the tube may have been occluded and had a tear during use. The instructions for use outline provide information on usage of the tube and how to avoid the type of issues observed on the returned device. This information will be used for tracking and trending purposes, and we will continue to monitor.